Manufacturer narrative:
The insulin pump had operating currents within specification and passed the rewind, basic occlusion test, prime test, self test, reset error test and displacement test. However, the insulin pump alarmed during the excessive no delivery alarm test due to a faulty force sensor resistor. The occlusion test could not be performed due to the alarm. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 250 mg/dl. The insulin pump passed the high pressure test.